Manufacturer narrative:
Image analysis: eight still fluoroscopic images were provided for review. The rca appears to have been occluded in the mid vessel and this was resolved post stent deployment. The stent profile did not appear optimum and what appears to be the nc sprinter balloon was delivered inside the newly deployed stent. This balloon does not appear to deflate. Multiple attempts were made to burst and/or retrieve the balloon but this did not occur. The proximal end of the stent appeared to be deformed. The images do not show the root cause of the reported deflation difficulties. Four still images were received for review. The first image appears to show a kink on the hypo-tube of the device with a detachment on the hypo-tube. The second image appears to show a section of the distal shaft with necking evident. The third image also appears to show a section of the distal shaft with necking evident. The fourth image appears to show a kink on the hypo-tube of the device with a detachment on the hypo-tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was admitted to hospital suffering an acute myocardial infarction and right coronary artery (rca) subtotal occlusion. In the guiding catheter, the guidewire passed smoothly through the stenotic lesion. The lesion was pre-dilated with a 2.0x15mm balloon and was pre-treated with a 2.5x10mm cutting balloon. Attempts were made to puncture the balloon with multiple super hard non-medtronic guidewires. It was also reported that when trying to remove the device with the aid of the extension catheter, there was a break/fracture of the catheter at the push rod. The patient developed chest tightness and pain during the operation, and blood pressure dropped to below 90/60 mmhg. The ECG monitor showed inferior wall st-segment elevation, indicating inferior wall myocardial infarction and cardiogenic shock. After treatment, the patient's vital signs returned to normal, but the patient still suffers from heart failure currently. The patient's condition improved one week after the bypass surgery. Patient demographic provided section in section a. Patient information. Section 2. Outcome attributed to adverse event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A 1:1 concentration of contrast agent/normal saline was used. Two non medtronic stents had been placed in the right crown and the nc sprinter balloon was being used for stent expansion. A non medtronic guidewire was used during the procedure. The balloon failed to deflate. An inflation pressure of 14 atm was applied. No difficulties were noted during inflation of the device. The device was not moved or repositioned while inflated. Resistance was noted during the attempted withdrawal of the device but excessive force was not used.  It was attempted to remove the detached part of the device when using the guidewire to puncture the balloon. It was attempted to create a new passage with the guide wire and squeeze the detached part out with a small balloon but it was unsuccessful. After an interval of about 1 hour after the detachment, the patient was sent to another hospital for a thoracotomy. The detached part of the device was not removed during thoracotomy and remains in the patient. Initial reporter name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter to treat a non-tortuous, moderately calcified lesion with 90% stenosis in the mid right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. It was reported that balloon deflation difficulties were encountered and the device would not deflate at the lesion site. The issue occurred after the first inflation. Attempts were made to puncture the balloon with a guidewire, and to withdrawal the entire system, but were unsuccessful. It was also reported that when trying to remove the device, there was a break/fracture of the catheter. The detached portion of the device remained in the patient. The patient was sent to another hospital for a thoracotomy. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the two non-medtronic stents were successfully implanted, and the stent's own balloon expanded normally. It was stated that as the p ost-expansion nc sprinter balloon was stuck in the area covered by the two stents, it was impossible to evaluate whether the stents were damaged as the balloon was not removed, and the contrast image could not observe whether the stents were damaged. Correction: the two non-medtronic stent sizes were 3.5x32mm and 3.5x12mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.